Event description:
It was reported occlusion alarms occurred. The customer reported occlusions sometimes caused blood glucose levels to rise between 400's-500's. The elevated blood glucose levels were addressed with a manual dose injection. The customer was able to clear the alarm and resumed insulin therapy.